Event description:
It was reported by the user facility in egypt that the stellaris elite was not functioning. While operating on the patient the device stopped working and caused a one hour delay in the operation and additional anesthesia was required. It was also reported that it was expelling the cassette to land after its installation. The case was converted to classic surgery without using a machine. The event caused slow recovery for the patient up to two months and increasing astigmatism.

Manufacturer narrative:
Icare service team conducted an evaluation of the system and found the possible cause to be cassette overflow, reuse of disposables or saline clamp not closed. Further investigation found fluids inside the vfm module. The system was repaired and returned to the the hospital. The device history was reviewed and found to meet manufacturing specifications. The investigation is on going.

Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.